Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a lead revision procedure. A chest x-ray was performed and revealed right atrial lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.